Event description:
It was reported that in central processing, the wire had jumped track on a mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. On (B)(4) 2014, intuitive surgical, inc. Contacted the site to obtain clarification on the reported complaint and it was indicated that the wire/cable is off track and starting to fray.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable derailed at the distal idler pulley. The derailed grip cable was also frayed. The clevis did not show any damage. Other cables at the instrument's wrist were not damaged. No other damage was found.